Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate. A technical support specialist (tss) dialed into station and reviewed the med applications logs, which showed multiple entries indicating the user account was locked, logs confirmed account already locked during authentication, repeated verification failures due to the account being locked, and authentication workflow failures are the reason. The tss advised the customer to contact their information technology (it) team to manually unlock the user's active directory (ad) account. The system functioned as intended after the technical support specialist and it team investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the system was unable to authenticate. When the customer entered her username, an unable to authenticate message was displayed. This issue occurred frequently when she attempted to sign in, and she needed to wait a few minutes before attempting to sign in again. There were no adverse events or injuries reported based on this event.